Event description:
It was reported that the patient mentioned that it took her long to charge and since they got the replacing, they could not believe how much faster it was since they got their new recharger. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot# n455713, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the recharger wasn't charging and the screen would light up but no characters would show up which started the day of the report. The patient was at the doctor's office and didn't have their equipment with them, and said she was worried that her implant would be low by monday and if she didn't get something sent she would go into overdischarge again. No indication of patient harm. Upon device return, analysis found the lcd connector was reseated. The patient stated she had been hurting a lot since july 4th and the morning of the report it was even worse. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.